Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The reported low flow alarms could not be confirmed, as no log files were submitted; however it was reported the low flow events were caused by a bolus of intravenous fluid. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists right heart failure, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to an outside hospital on (B)(6) 2023 for an ileus. They bolused the patient with 4 liters of intravenous fluids given the patient's complaints of nausea, vomiting, and poor food intake. This worsened his right heart failure, precipitated atrial arrhythmias, and caused low flow alarms. The patient was given levophed (norepinephrine) and was restarted on milrinone. The patient was transferred on (B)(6) 2023 to the veteran affairs hospital where they required aggressive diuresis. Despite these efforts, they remained in a low output state and dependent upon pressors. On (B)(6) 2023, the patient made the decision to withdraw support and they passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.